Event description:
During the procedure, the physician found the guidewire was defective (bent). A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, guide wire assembly for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire contained two major kinked across the body. Microscopic examination confirmed the damage. It was also noted that the blue advancer tubing from the guide wire assembly was also bent. White stress marks were observed at this bending, which indicates undue force caused or contributed to this event. No other defects or anomalies were observed. The kinks in the guide wire measured 175mm and 287mm from the proximal end. The guide wire total length measured 455mm which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured .840mm which is within the specification limits of .838mm-.877mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. Minor resistance was encountered due the kinking on the guide wire; however, the guide wire was able to pass completely through the subassembly. Performed per IFU statement "raise your thumb and pull the arrow advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the arrow advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring-wire guide. Continue until spring-wire guide reaches desired depth". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked in two locations. It was also noted that the blue advancer tubing was also kinked and showed white stress marks. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician found the guidewire was defective (bent). A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.